Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported difficulties appear to be user related. It should be noted that the pre-dilatation sizing table located in the supera instruction for use lists a recommended minimum inflated balloon diameter of greater than 5.7 mm for a 5.0 mm supera stent. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in a 5 mm diameter superficial femoral artery. Predilatation was performed with a 5 mm balloon catheter, after which two 5 x 100 mm supera stents were deployed from contralateral approach; however, one of the deployed stents proximal end was extended to the iliac artery. The stent elongation was greater than 10% of the expected length. It was confirmed under fluoroscopy that the stent emerged from the sheath and was fully deployed. No further treatment was performed as the patient was fine. The vessel was patent and the results were good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.